Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. The following events were noted through a periodic article review. A retrospective study was performed in 378 pts with symptomatic peripheral arterial disease during the period between 2006 through 2007. The purpose of the study was to determine the safety and efficacy of starclose from a prospective peripheral arterial disease registry over an 18-month time interval. Reportedly, 14 starclose device failures occurred requiring manual compression to achieve hemostasis. Nine (9) of the 14 pts experienced access site complications which included pseudoaneurysm, saphenous nerve injury, bilateral groin infection, device embolization requiring evacuation resulting in lost of femoral pulse, and device-induced stenosis resulting in subsequent endovascular intervention. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Bruce h. Gray; et al (ann vasc surg 2009; 23:341-344): "the utility of the starclose arterial closure device in pts with peripheral arterial disease."